Manufacturer narrative:
Manufacturer's investigation conclusion: the report of kinking in the centrimag motor's cable was confirmed during the investigation of the returned centrimag motor ((B)(6)). The returned motor was evaluated and tested at the european distribution center (edc). It was evaluated per the centrimag motor service process but it failed the evaluation due to prominent kinking of the motor's cable. The root cause of this damage could not be conclusively determined, but it appeared to be a result of repetitive bending or twisting of the cable during use. The motor was scrapped as a result of the observed damage and will be replaced under warranty. Although the root cause of the observed damage could not be conclusively determined, similar reports of damaged centrimag motor cables have been documented and corrective action (CAPA) has been initiated to mitigate the occurrence of similar issues. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (us) section 10 provides information regarding emergencies/troubleshooting. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was centrimag motor cable had a kink. The unit was scrapped because it was not safe for patient use. No further information was provided.